Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the device was used in surgery for radial head fracture. During the surgery the surgeon inserted two screws to fix a radial head prosthesis (rhp) rim plate. After that, the surgeon drilled at the second hole from distal of the plate, using drill guide. He tried to pull out the drill bit while drilling in a reverse rotation though he felt a strong resistance. Then, he noticed that the drill bit was broken and it was left in the drill guide. No broken parts were found left in the body, and the surgery was completed without any extension. There was no adverse consequence to the patient. Concomitant device: radial head prosthesis plate (part/lot unknown, quantity 1); drill guide (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 310.509, synthes lot number: l488210: release to warehouse date: 14.jul.2017, manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The investigation has shown that the received drill bit is broken as mentioned in complaint description. Furthermore we found the drill bit's flute twisted. However, due to this received condition this complaint will be rated as confirmed. The manufacturing review does show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. For material and hardness analysis the manufacturing papers of the semi-finished part 60036882, which is a component of 310.509, was performed. The involved work orders were produced on june 20 2017 and june 14 2017. The result of the review is that the correct material 440a was used and the required hardness was within specification. The broken surface is homogeneous what indicates material conformity as well. The complaint relevant dimensions were checked as far as possible and find to be within specifications. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a blockage in combination with too much mechanical force caused the breakage of the drill bit. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.